Event description:
This report is related to previously reported complaint of insulation abrasion, MFR number 2017865-2012-04441. It was reported that the patients right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2018. No further information was available.